Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Based on the information available, a conclusion code cause not established was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a ureterorenoscopy (urs) procedure, the fiber broke at the tip. The procedure was finally completed using another device. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a ureterorenoscopy (urs) procedure, the fiber broke at the tip. The procedure was finally completed using another device. There were no patient complications.